Manufacturer narrative:
A ge service representative performed an onsite investigation. The camera was replaced and the kv tracking was adjusted. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not give an image, but instead had streaks on the screen. No pt injury was reported.